Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, battery tube threads, reservoir tube lip, belt clip slot, reservoir tube as well as a severely scratched display window.

Event description:
It was reported that the customer's insulin pump had many scratches on the display window. The customer's blood glucose was unknown. Nothing further reported.